Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 523 mg/dl at the time of incident and the current blood glucose of the patient is 224 mg/dl. Customer treated with syringe. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer alleges pump was under delivering. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device passed the delivery accuracy test at 0.08810 inches. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.